Manufacturer narrative:
Concomitant medical products - 1000 ml baxter bag lot y30503 exp oct 20 0.9% sodium chloride injection. The affected device been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that normal saline 0.9%/1000 ml was infusing at 75 ml/hour in the critical care unit when it was noted that the infusion was free flowing. It was also reported that there was a secondary piperacillin/tazo IV bag that was previously infused 6 hours earlier while using the affected pump module and was still hanging when the event occurred. The rn that was relieving the primary rn heard the pump module working "unusually harder" than normal. The devices were sequestered. Biomed tested the devices and was unable to replicate the free flow event and has requested bd to evaluate the devices to determine cause.

Manufacturer narrative:
The customer¿s report of normal saline free flow was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The pump module did not appear to be working ¿unusually harder¿ during functional testing as was reported and no anomalies were observed during testing. Free flow was not observed during testing and the pump module was observed to close the flo stop (occluding the flow) when the door was opened. A review of a video provided by the customer did show rapid fluid flow in the v set's drip chamber, however testing of the pump module found no periods of unregulated flow and found the device to be operating within specification. There were no anomalies observed with the returned primary set (model 2426-0007). The root cause was not identified

Event description:
It was reported that normal saline 0.9%/1000ml was infusing at 75ml/hour in the critical care unit when it was noted that the infusion was free flowing. It was also reported that there was a secondary piperacillin/tazo IV bag that was previously infused 6 hours earlier while using the affected pump module and was still hanging when the event occurred. The rn that was relieving the primary rn heard the pump module working "unusually harder" than normal. The devices were sequestered. Biomed tested the devices and was unable to replicate the free flow event and has requested bd to evaluate the devices to determine cause.